Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Troubleshooting was declined for high blood glucose. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer also reported that the insulin pump had no delivery alarm. Troubleshooting was performed for no delivery alarm and resolved by complete set changed. The insulin pump will not be returned for analysis.